Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. Pump was tested with a test keypad and no frozen display noted. Also received with normal operating currents. No unexpected battery out limit alarm noted. Pump passed the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. No motor error and excessive no delivery alarm noted. Motor passed motor test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's father reported via phone call that the insulin pump alarmed a no delivery alarm. Customer's blood glucose was 476 mg/dl. During troubleshooting, device was able to run a manual prime without alarming no delivery alarms. Device was performing as designed. Device alarmed a motor error alarm. Device passed the displacement test. Device had a keypad anomaly. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.